Event description:
It was reported that balloon rupture occurred. A 2.50mm x 30mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon's shaft ruptured. There were no patient complications or further issues reported.